Manufacturer narrative:
(B)(4). Retainer ring=black, p-cap locked in place properly during testing. Unit passed the sleep current measurement, active current measurement, self test and displacement test. No low battery alarms or unexpected battery power loss noted during testing. No unexpected pump error alarms noted during testing however, formatted history file confirmed pump error alarm. Problem isolated to the electronic assembly as per global logic analysis (esf#(B)(4)). No physical damage noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had a software error detected. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.